Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.00mm x 12mm nc emergy balloon catheter was advanced for dilation. However, during the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.